Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) never changed color. The indicator wire cowling locked against the handle assembly and an audible click was heard, but it wasn't crisp. The operator continued withdrawing slowly and tried various angles, but it never changed color. Finally, the device was removed, and manual compression was used. There was no reported patient injury. The procedure was for lower-limb arteriosclerosis intervention. The operator has years of experience using the exoseal vcd. A retrograde puncture of the left femoral artery was made with a 6f non cordis sheath. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. At about a 40° angle, the device was withdrawn slowly. Once the pulsatile flow in the flashback indicator stopped, the device was retracted about 1 cm further. The operator continued withdrawing slowly and tried various angles. The physician did not have the thumb placed on the plug deployment button during retraction. The received non-sterile exoseal vascular closure device, french size 6f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received in the depressed position, while the guard was found locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. The indicator window was observed in the black/white and red position. During this visual analysis, a kinked/bent condition was observed approximately 4.0 cm from the distal tip. A dimensional analysis was conducted on a portion of the delivery shaft near the kinked area to verify the outer diameter. The measurement obtained was within the acceptable range. A functional simulation to evaluate the guard locking and indicator wire deployment could not be performed because the received unit was already fully deployed, with the indicator wire in a retracted position and the guard locked. Similarly, the deployment simulation evaluation could not be executed due to the unit¿s fully deployed state. A high magnification analysis was conducted to evaluate the internal mechanism. No abnormal conditions were observed during this microscopic examination. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device as it was received fully deployed with the window in the black/white/red state as expected. The reported event of ¿vascular closure device (vcd) damaged¿ used to describe the ¿not crisp¿ sound of the cowling guard was not observed either, since the device was received with the guard already fully locked. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer as it was received fully deployed with the change in the window. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) never changed color. The indicator wire cowling locked against the handle assembly and an audible click was heard, but it wasn't crisp. The operator continued withdrawing slowly and tried various angles, but it never changed color. Finally, the device was removed, and manual compression was used. There was no reported patient injury. The procedure was for lower-limb arteriosclerosis intervention. The operator has years of experience using the exoseal vcd. A retrograde puncture of the left femoral artery was made with a 6f non cordis sheath. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. At about a 40° angle, the device was withdrawn slowly. Once the pulsatile flow in the flashback indicator stopped, the device was retracted about 1 cm further. The operator continued withdrawing slowly and tried various angles. The physician did not have the thumb placed on the plug deployment button during retraction. The device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) never changed color. The operator continued withdrawing slowly and tried various angles, but it never changed color. Finally, the device was removed, and manual compression was used. There was no reported patient injury. The procedure was for lower-limb arteriosclerosis intervention. The operator has years of experience using the exoseal vcd. A retrograde puncture of the left femoral artery was made with a non-cordis sheath. At about a 40° angle, the device was withdrawn slowly. Once the pulsatile flow in the flashback indicator stopped, the device was retracted about 1 cm further. The operator continued withdrawing slowly and tried various angles. The device will be returned for evaluation.